Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had corroded battery contacts. It was also indicated that the upper case, lower case, two bail covers, two bail attachments, ring cover, ring attachment, cover-lead, o-ring -lead-silicon rubber, and battery drawer were found broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.